Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Conclusion: failure observed during analysis. Final analysis found an internal abrasion at 71.4 cm to 71.5 cm from the connector pin which breached the re cable lumen. (B)(4).

Event description:
This report is to advise of an event observed during analysis.